Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 9/10 mg/dl. Patient's current blood glucose: 56 mg/dl . Customer reported that the pump told him to give himself 17.4 that what caused he put in the fact that he was eating 38 carbs and the pump told him to give him 17.4 and was 76 units lunch was more carbs with slightly higher sugar only 102 mg/dl at lunch gave him 14.9. Customer treated with 3 glucose pills and gave him some peanut butter crackers in case he still didn't feel just right. Patient has been experiencing low bgs for since today. Customer reported that his basal rate changed two weeks ago. Customer has been taking an antibiotic and doctor gave him water pill customer is heavy and has a stomach that hangs at the bottom it sits against the front of the leg and on left hand side of stomach took a cat scan and the doctor said that it was an highly inflamed deposit of fat and had an infection only off of it for a day or two doctor also given him some water pills to help drain fluid still on water pill and still on antibiotic. Pump was exposed to cat scan. Customer states that pump telling him to over deliver. Customer¿s blood glucose on 9/10 was 73 mg/dl and didn't have anything to eat. On monday 9/11 breakfast 8:59 51 grams told him to give himself 11.9 lunch was 140 his sugar was 208 mg/dl ate 34 carbs said 16.9 and not coordinating right for the amount of food he is in taking 140 34 carbs told him to give himself 19.6 and his sugar was 51 mg/dl had carbs of 20 and pump told him to give him 6.7 bedtime 91 mg/dl and didn't give himself anything.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.